Event description:
The caller reported an issue where the t:slim x2 pump battery would not charge, and a power source alert appeared in the pump history. There was no adverse impact to the customer¿s blood glucose level as the battery issue did not lead to a pump shutdown or inability to turn the pump back on. The customer was instructed to plug the wall adapter into a working outlet for at least 30 minutes using the original charging supplies, which resolved the issue, eliminating the need for further assistance.